Manufacturer narrative:
The reported event for uncomfortable stimulation was not confirmed. Visual inspection of the returned ipg did not reveal any anomalies that would contribute to the complaint. The ipg communicated and charged normally with lab standard equipment. The ipg was functionally tested and passed all testing.

Event description:
Related manufacturer report number: 1627487-2023-03319 it was reported that the patient was experiencing ineffective therapy. Surgical intervention was undertaken and the ipg and lead were explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. D6a: implant date is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.